Event description:
Per the clinic, the patient experienced skin breakdown and an infection at implant site. The device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. The patient was treated with oral antibiotics (specific date and duration not reported) post explantation and the issue has reportedly resolved.